Manufacturer narrative:
Kaz USA, inc. Has requested additional information regarding this incident, and also that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her 18 month old daughter. The device allegedly gave readings of 37.6°c. The child had a febrile seizure and the paramedics were called where their thermometer confirmed a fever of 39.9°c. The investigation is still ongoing with the consumer, and kaz USA, inc. Has requested that the product be returned to our company for testing.